Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during an unknown phase of their pd treatment. It is unknown at which point in therapy the leak may have begun. The peritoneal dialysis registered nurse (pdrn) reported that the cause of the leak was the cassette. The pdrn reported that no defects were found on the cassette during step 1 of setup of the pd treatment. The fluid leak did come in contact with the cycler. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient¿s treatment was not completed. The pdrn stated that the patient information was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler and is working well with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.